Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer experienced low blood glucose level was 40mg/dl. Nurse reported that the customer was experienced different blood glucose level was 40, 50, 60, 90, 100,110mg/dl. Troubleshooting was performed. The nurse did not mention if auto mode was in use. The product will not be returned for the analysis.